Manufacturer narrative:
The actual complaint sample was returned for review by the customer. The customer returned 1 opened package of product code 7317. The samples were evaluated for the reported condition and no evidence was observed of the reported condition. As part of the manufacturing process, a device history record (DHR) is generated for the lot which shows that the product was released meeting all acceptance criteria. A potential root cause for the reported condition could occur during the cutting process on the tenter machine. If the blade is not sharpened properly then short fibers can be a result. Another potential root cause could be the knife being out of alignment with the gauze. A formal corrective and preventative action (CAPA) has been opened to address similar issues to the one stated in this compliant. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer states that pieces of the raytec were falling into the incision. He stated a white string of the raytec was noted on the operating room towel that was removed from the incision. The procedure was a thyroidectomy however, there was no patient injury or medical intervention reported.